Event description:
Medtronic received information indicating that during the priming phase of this affinity oxygenator, a leak occurred. The location of the leak was not provided. There was no patient affect and the device was returned for analysis.

Manufacturer narrative:
Product analysis upon receipt at medtronic's quality laboratory, visual analysis showed no outward signs of cracks or damage throughout the oxygenator or ports. Performance pressure integrity testing was performed. During the test a leak from the hex side-seam joint was observed with less than 5 psig of back pressure applied. The device was observed under magnification and it appeared there was a hole in the bond. Conclusion: reason for return was confirmed. Product analysis confirmed a leak originating from the heat exchanger side seam. Examination of the side seam revealed a marginal bond in the secondary bond of the heat exchanger upper and lower case side seam. It is suspected an air bubble trapped in dispensing equipment caused this issue. Operators are trained to purge the dispensing equipment. This anomaly may not be detected by leak testing. The leak may not be found until after shipping and handling where a physical shock would break the marginal bond. (B)(6). (B)(4).